Manufacturer narrative:
Device not returned. Ccds and hospital staff are in communication to gather additional information concerning the initial complaint. No response received from customer correspondence from battelle to hcp. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported strong chemical smell that is "burning people's throats" and marker "bleeding through" their mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.